Event description:
A customer reported a system message was displayed when the laser cord was pulled during a vitrectomy procedure. "The computer restarts and it fails to reproduce but do not show again." The system was exchanged and the procedure was completed with no patient harm.

Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause could not be conclusively determined. (B)(4).